Manufacturer narrative:
Manufacturing evaluation - samples received: (B)(4) unopened racepacks. Analysis and results: there are no previous complaints of this code-batch. There are no units in our stock. We have received two closed sample for analysis. We have tested the needle attachment strength of the samples received and the results fulfil the requirements of the european pharmacopoeia (ep). Reviewed the batch manufacturing record,this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Final conclusion: although the results of the sample received fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported that there was an issue with optilene suture. The client reported that during the same cardiac surgery the needle detached from the thread on 4 different sutures from the same box. No patient data available.